Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 300 mg/dl. Reportedly, the customer changed the pump supplies to resolve the issue and declined to provide tandem technical support any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.